Event description:
It was reported that a flogard infusion pump would not function. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition was confirmed as an f-94 alarm. The cause of the alarm was due to a damaged battery. To resolve the issue the battery was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up report will be sent.